Event description:
The customer complained of erroneous low results for 4 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c (701) module. Patient 1 initial ca2 result was 6.49 mg/dl. The sample was repeated on a different c701 module and the result was 9.71 mg/dl. Patient 2 initial ca2 result was 5.97 mg/dl. The sample was repeated on the same c701 module and the result was 9.34 mg/dl. Patient 3 initial ca2 result was 6.85 mg/dl. The sample was repeated on the same c701 module and the result was 9.28 mg/dl. Patient 4 initial ca2 result was 4.84 mg/dl. The sample was repeated on the same c701 module and the result was 8.9 mg/dl. The erroneous results were not reported outside of the laboratory. No adverse event occurred. The customer is not having issues with any other tests. The field service engineer (fse) visited the customer site where a damaged sample probe was identified. The fse replaced the sample probe and performed adjustments. Qc results were acceptable. After this service visit, the customer continued to have issues with ca2 results. No specific results were provided. No low ca2 results were reported outside of the laboratory. The fse revisited the customer site and identified a damaged gear pump head. The fse replaced the gear pump head. Precision check results passed. The issue has not reoccurred since the service visit where the gear pump head was replaced. The investigation determined that the gear pump head issue found by the fse was the root cause of the event.